Event description:
It was reported that the patient presented for a routine device replacement procedure. During the procedure, after disconnecting the device and leads, it was noted that the programmer exhibited loss of low voltage (lv) output. The patient experienced a cardiac arrest. It was then noted that the programmer's screen became unresponsive. The new pacemaker was implanted and the patient's heart rate was restored. The patient was in stable condition.

Manufacturer narrative:
The field complaints of unresponsive programmer and loss of low voltage (lv) output could not be verified. During analysis, a working 3630 wand was connected, and a device was interrogated successfully. A psa session was established and remained consistent during analysis. The programmer was inspected and found to be normal. No anomalies found at the time of analysis.